Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the diagonal artery. A 2.75 mm x 8 mm veriflex stent delivery system was being advanced to the target lesion, however the physician had difficult time delivering the stent. He used a non bsc guide catheter and tried to re-advanced the stent but still unable to deliver the stent. He pulled back the non bsc guide catheter but it strip the stent off inside the guide catheter. He removed everything out so that the stent would not embolize. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).